Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer's blood glucose value was all over from 40mg/dl to 250mg/dl. Customer also stated that plastic was cracking and missing from top of reservoir compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked lcd window and missing reservoir tube o-ring. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir tube lip completely broken off.